Manufacturer narrative:
A review of the new complaint system revealed this record was generated after all other records were transmitted. Corrective action - a support case with the vendor to explain the event has been opened for review of the new bioh org. Preventative action - bioh runs reports daily to capture such events.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.